Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the pacemaker set screw was damaged while securing the lead. The pacemaker was not used and replaced to complete the procedure. The patient was in stable condition.